Event description:
It was reported that the patient experienced a low blood glucose event and stated they were out of insulin. The patient¿s blood glucose was 51 mg/dl, and they were advised to treat the low before proceeding with any troubleshooting. The patient attempted to obtain food to raise their blood glucose and noted they were unable to locate their blood glucose meter for a manual test. The patient stated that earlier in the day, while filling the insulin cartridge, they believed they had not added enough insulin and reported that the cartridge had leaked before being inserted into the device. The patient had noticed the leakage only after inserting the cartridge but continued to use it. They were guided through filling a new cartridge and completing a full supply change, after which insulin delivery resumed. Following the supply change, the patient¿s blood glucose rose to 123 mg/dl. A review of the patient¿s data showed that they had announced a meal when their blood glucose was 79 mg/dl, which contributed to the subsequent drop. The patient was advised to treat low blood glucose with fast-acting carbohydrates first and to wait until levels were rising before announcing a meal and eating. Upon removal of the used cartridge, the patient did not observe any visible damage and suspected they may have made an error during the initial filling. The patient believed the leak may have occurred from the bottom of the cartridge but was unsure. The reported low reached the 40s and lasted approximately 10 minutes. No backup therapy was used, no ketone testing was performed, and no medical intervention or additional assistance was received. The patient reported feeling light-headed and sweaty during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.